Event description:
Literature was reviewed regarding  ¿secondary open surgery for type a aortic dissection following thoracic endovascular aortic repair¿ the time frame of this study was over a six year period. Multiple manufactures products were implanted. Medtronic valiant stent grafts and non mdt stent grafts were implanted in tevar procedures.  The following adverse events occurred: type a aortic dissections , respiratory failure, infection , renal failure, multiple organ failure , cardiac insufficiency, rupture,  intervention  no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿secondary open surgery for type a aortic dissection following thoracic endovascular aortic repair¿  xu w, wang c, wang g, zou z, tan s, yu c, fan x. Secondary open surgery for type a aortic dissection following thoracic endovascular aortic repair.  Ann vasc surg. 2025 jul 9;120:373-381. Doi: 10.1016/j.avsg.2025.06.043. A.2 <(>&<)> a.3 average values medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.